Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was jammed the print queue and went offline, causing a backlog of print jobs. The field service engineer cleared the print queue to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es zebra printer was jammed the print queue and went offline. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.